Manufacturer narrative:
The lens was not returned, it remains implanted. A video was provided. The lens loading and cartridge preparation were not shown. The video started with the lens already unfolded in the eye. The pictured lens was a company lens model. A linear strip of material was observed on the posterior surface of the lens. The nature and origin of the material cannot be determined from the video. The material was removed with the I/a tip. The video ends. The cartridge, handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The nature and origin of the material cannot be determined from the video. It is unknown if qualified associated products were used. The instruction for use IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the experienced debris and removed the debris. Additional information was requested.